Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, one channel of the temperature module was not working. As a mitigation, only one channel was used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
H3, 81: evaluation is in progress, but not yet concluded.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2020, the clinical team noticed that one of the temperature channels on the temperature module was not working. They decided to place the temperature cord/thermistor in the other channel and the temperature was able to be displayed on the central control monitor (ccm) the remainder of the procedure. This temperature issue did not delay the continuation of the surgical procedure. There was no harm or blood loss due to this concern.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the temperature module to work as intended on both channels. Two temperature probes, one set for 4.9 degrees celsius (c) and the other 18.0 c, were used and the values on the central control monitor matched the probe values. The red and blue channel were tested separately and then again simultaneously and all reporting values were accurate.

Manufacturer narrative:
The reported complaint was not confirmed. Per data log analysis, on (B)(6) 2020 the log shows channel 1 of the temperature module changing status between in range, to under range, to disconnected but winds up in range. Channel 2 of the temperature module was changing status between in range, to under range but winds up in range. Both channels continued this behavior with no clear indication that one channel had an issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.